Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the relion¿ insulin syringe the consumer reported "a black substance on the needle before injection, consumer does not reuse needles." There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned one loose 1/2cc, 8mm syringe. Customer states that there was a black substance on the needle before injection. The returned syringe was examined and exhibited material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. The cannula was visualized under uv lighting and noted that the material on the cannula fluoresced during this evaluation. As per manufacturing, a review of the device history record was completed for batch# 7107908. All inspections and challenges were performed per the applicable operations qc specifications. There were five notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. (B)(4) was initiated by the holdrege plant to address adhesive runover.